Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the pressure infusion bag was leaking air. This was discovered while preparing the device for use. The device was replaced. No patient harm or injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The bag was pressure tested and failed the pressure test. The failure was attributed to the bond between the tubing and the bag. The complaint was confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. A supplier corrective action has been requested from the manufacturer.